Manufacturer narrative:
Updated b4 for report submission date, g1 for contact information, g3 for awareness date of new information, g6 for report type and sections d9, h1, h2, h3, and h6 to report that the device was not received for analysis. Information for section a1, a2, a3, a4 were not available. When information becomes available, a supplemental report will be filed. Updated d4 for catalog # and unique identifier (UDI) #, lot number and manufacture/expiration dates previously submitted do not apply. Lot number information is unknown.

Event description:
Per complaint (B)(4), during the clinical procedure, the doctor could not remove the impression post and stripped 3 drivers. Per the complaint, the doctor states that he did not use a torque wrench to tighten screw but when he tried to remove the screw from the implant it was stuck. He has stripped or broken multiple tips and tried the ultra sonic to try to break up anything wedging the abutment in place, nothing worked. Additionally, the doctor has applied to up to 60 ncm of counterclockwise torque and the screw wouldn't move. The implant was extracted.